Manufacturer narrative:
Plant investigation: the actuator-test board was received by the manufacturer for physical evaluation. The sample was received with damage in the controllers of the pcb. The sample was not installed onto a test machine due to the damage in the ic (41). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that an out of box failure occurred with the 2008t machine actuator board. Data could not be sent to the actuator board. Fresenius advised that the part would be replaced via extended parts warranty. No patient involvement or adverse event was reported. Additional information was requested however a response was not received. The part was returned to the manufacturer. Upon evaluation, thermal decomposition was identified.